Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not fully released after the plug deployment button was pressed. Manual compression was applied to achieve hemostasis. There was no reported patient injury. The procedure used a retrograde approach, and the exoseal vcd was used in an interventional procedure. Femoral artery suitability was verified on angiography, including confirmation of a vascular sheath insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the puncture site, no stenosis greater than 50% at or near the puncture site, no prior closure device use or manual compression within 30 days, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and a cordis 7f avanti+ catheter sheath introducer was used. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed together approximately 1¿2 seconds after depressing the deployment button. Upon removal, the plug was found partially deployed and partially out of the shaft, and the indicator wire was not visible. The intended procedure was carotid artery stenosis surgery, during which retrograde left femoral artery access was obtained using a cordis short sheath. The operator reported that the device was slowly withdrawn at a 40-degree angle until pulsatile blood flow at the back-bleed indicator ceased, after which the device was withdrawn an additional 1 cm and the indicator window turned black prior to plug deployment. Despite these steps, hemostasis was not achieved following removal of the closure device. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.